Event description:
The physician implanted a resolute onyx drug eluting stent to treat a lesion. It was reported that 0 to 6 hours post stent deployment an acute thrombosis was found requiring immediate intervention. Patient status is alive.